Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the pump touchscreen was missing pixels and lines were running across the screen. No reported adverse impact to the customer's blood glucose. The customer reverted to alternate insulin therapy.